Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the high intensity mode button of the front panel of the subject device did not work temporarily. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-sept-2021. This report is being supplemented to provide additional information based on the approved final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. During evaluation, olympus found the connection was stiff due to wear of the output connector (light guide connection). As a result, it is likely the high intensity mode button of the front panel didn't work because the light guide was not connected normally, which affected the scope connection detection and hindered the high brightness mode switching. Per the legal manufacturer, there is no potential for the high intensity and light digital mode malfunction to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.